Event description:
Healthcare professional reports patient complained of nausea, vomiting, stomach ache, feeling of warmth, and gastrointestinal distress during dialysis sessions using reused and preprocessed CT 190g dialyzers. The pt's first symptoms occurred on 23rd reuse. The healthcare professional also reports the pt has a very poorly functioning fistula for dialysis access. The pt was placed on a nonreuse dialyzer and the symptoms did not reoccur. The healthcare professional reports no pt injury or medical intervention required. The healthcare professional reports the dialyzer storage and reprocessing room temperature is 80 to 90 degrees f.